Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacer dependent patient presented in clinic for a route follow-up. It was noted that the pulse generator was in back-up. It was further noted that the device could not be interrogated. The programmer then became unable to locate the device or reinterrogate. It was evident that the device was still pacing. The device was explanted and replaced. The patient's condition has remained stable throughout the duration of the device check and replacement.

Manufacturer narrative:
The reported field events of a backup vvi (bvvi) was confirmed in the laboratory and was due to product code corruption. Device was found to reach near end of life. Based on all available parameter and usage information, device longevity was found to be within the expected limits. After replacing the device battery, no anomalies were found and further testing could not reproduce backup condition and determine the cause of the original code corruption.